Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date, the patient underwent an emergency endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprosthesis devices. Detailed information regarding the implanted device and the date of the procedure is not available. On an unknown date in (B)(6) 2026, a follow-up CT scan revealed enlargement of the right common iliac artery aneurysm at the site where the device had been implanted. On (B)(6) 2026, a reintervention was performed to address the enlargement of the right common iliac artery aneurysm. The right internal iliac artery was embolized, and the two stent grafts were implanted to extend to the right external iliac artery. The physician mentioned that the device was landed in the common iliac artery since the initial procedure was an emergency case. It was reported that the event is not attributable to the device.